Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+.  One clip was advanced and placed on the mitral valve.  During deployment, the release pin was removed and the arm positioner was turned in the open direction to expose the groove of the actuator knob and the clip was noted to open from about 5 to 10 degrees.  The clip was deployed successfully capturing both leaflets.  The physician noted that the mr pre-deployment had been lower than post-deployment and felt this could be related to the noted clip opening.  A second clip was implanted to stabilize the first clip and to further reduce mr.  The procedure concluded with mr reduced to 2+.  There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip opening while locked. The unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one fluoroscopic image was provided. The clip is fully deployed and the cds is partially retracted into the sgc. The deployed clip appears to be open slightly beyond the fully closed position (~10°) per the instructions for use (IFU) which aligns with the reported incident details. The clip appears to be open to ~20°; however, due to the angulation of the clip relative to the fluoroscopic frame this is a loose approximation.¿